Event description:
It was reported that when the nurse was removing the arterial line from the patient's wrist, she pulled the hub up and the catheter body disconnected from the hub. Upon two more heartbeats or so, the catheter was pushed out of the artery. Nothing was retained in the patient. There was no delay in treatment, no death and it is unknown if there were any patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.